Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. The failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 3.5 v rather than the expected 16 v, and the battery lcd indicator was blank. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. No patient harm was reported.